Event description:
Knee joint was sent in for repair. According to the information provided by the customer the knee joint needs a general service and he would like to point out that there a problem with the axis of the knee joint which are moving. The patient did not fall.

Manufacturer narrative:
The evaluation showed, that the bolts in the upper part (backward) disengaged. No fall or injury occurred due to this failure, but it could have led to patient injury.